Manufacturer narrative:
Additional information d9, h3, h6 and h10:baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump malfunctioned and was not administering the correct infusion volume during patient blood transfusion in the labor and delivery department. A new pump was obtained resulting in delayed infusion. The blood transfusion duration time was 4 hours and 15 minutes. There was no harm to the patient and they were in a stable condition. No additional information is available.